Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogation of the patient's implantable cardioverter defibrillator (ICD) displayed question marks in fields where there should have been data. The device remains in use. No patient complications have been reported as a result of this event.